Manufacturer narrative:
Investigation completed 09/25/2017. Device history record reviewed for product ID a2002, serial # /lot # 129 was manufactured on 11/19/12 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back from (B)(6) 2015 to (B)(6) 2017 for this reported failure and or related to "broken rocker" for this product ID a2002 shows no new design or manufacturing trends have been identified. Confirmed the device was returned with the rocker arm (437b1086) fractured into two pieces. Unable to determine root cause to the fracture; reviewed the base material certification for this part and all of the specifications were within tolerance. The final assembly was 100% tested to insure the device functioned correctly, and was tested to the 80 pound limit without failure. The most probable cause of the failure was due to dropping the device onto the rocker arm, and the fracture was not caused until the device was placed under load and stressed.

Event description:
During surgery, the part to fix a skull was broken. Following this situation, the patient¿s head almost fell off. Additional information received on 30jul2017 by customer via email: on (B)(6) 2017, a male in his early 60¿s was to undergo a cervical posterior fusion. No stereotaxy device was used. The patient was in the prone position throughout the procedure. The mayfield clamp (lot 129) , along with the mayfield adult disposable skull pins (a1072) was applied. The part broke during prep for the cervical posterior fusion. There was no information available as to the length of time the product was in use before the event occurred. No patient injury or death alleged. No revision or medical intervention was required. It was reported that there was a delay in surgery for about 1 hour due to product problem. The action that was taken after the product problem occurred was a replacement (a2004) including the defective part with triad skull clamp (a1108) to continue surgery. The defective device was replaced by a backup system in stock. Patient's outcome was reported as surgery ended without a problem. The mayfield skull pins lot # (1142032) are not available to be returned for evaluation. Hospital discarded the pins.